Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received a notification for high out of range pacing lead impedance. The out of range measurement could not be reproduced in clinic. All other measurements were normal. There were no adverse consequences and the lead will continue to be monitored.